Manufacturer narrative:
Device was used for treatment and not for diagnosis. On march 29, 2018, medcad attempted to contact the initial reporter via phone call to obtain additional information about the events described, including the date of the event, the status of the device, and the patient's weight. Additional attempts were made to request this information via email on march 29, 2018, as well as on april 5, 2018, and on april 18, 2018. As of the date of this report, medcad has not received a response to these requests. The exact date of the reported event is unknown. Review of production records found that the device was manufactured in accordance with medcad's production requirements. No nonconformities were identified during the production of the device. Investigation was unable to identify any problems with the device. Investigation was unable to determine a cause for the reported event.

Event description:
On (B)(6) 2018, a distributor sales representative notified medcad that an accushape peek patient-specific cranial implant was explanted from the patient after the patient experienced infection.